Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. No conclustion can be drawn from the investigation.

Event description:
A customer reported to baxter (B)(4) a clearlink paclitaxel set in which a disconnection occured. According to the report, an unknown device became disconnected from the set at the luer lock adapter. The process step is during priming. There was no report of patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.